Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and almost distributed in the market (B)(4) units. There were (B)(4) units in our stock. We have received 154 closed samples and 2 open and unused samples with the needle detached from the thread (thread is still wound on the pack). Tightness test to the closed samples analysed has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 2.29 kgf in average and 0.69 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). However, taking into account there are 2 open samples with the needle detached from the thread and the thread still wound on the pack we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle escaped from the thread. Final conclusion: taking into account that the open samples received do not fulfil bbraun surgical requirements, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when the thread packaging was opened, it was found that the thread was not connected to the needle. Such were 2 pieces in the box one behind another. The patient is not involved.